Event description:
It was reported that during a knee arthroscopy (anterior cruciate ligament) the screw broke when it was inserted in the femur. It was removed from patient and a new screw had to be used to finish the surgery successfully. There was no harm for patient, operator or third party. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.